Manufacturer narrative:
Device was not returned to MFR. Unable to determine the cause of the reported event.

Event description:
Surgery date: (B)(6) 2004. Tip of inserter broke off into the bone. Unable to be retrieved. Pt doing fine.